Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, deployment difficulty and stent damage occurred. The target lesion was located in the superficial femoral artery. The 7.0x200mm 130cm innova stent was inserted via a contralateral approach. During deployment of the stent the deployment mechanism was stuck with the stent partially deployed. The physician opened the handle and completed the deployment using surgical forceps, however the deployed stent was elongated to the common iliac artery. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the stent was not returned for analysis. There was blood in the wire lumen. The sds was received in multiple pieces with the handle separated. The thumbwheel, outer sheath attachment, rack and clip (bonded to the inner liner) were separated from the handle. The outer blue sheath was buckled in multiple locations. The distal end of the rack was separated, 2 cm of the rack was not returned for analysis. The fractured end of the rack revealed no evidence of any material or manufacturing deficiencies. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, deployment difficulty and stent damage occurred. The target lesion was located in the superficial femoral artery. The 7.0x200mm 130cm innova stent was inserted via a contralateral approach. During deployment of the stent the deployment mechanism was stuck with the stent partially deployed. The physician opened the handle and completed the deployment using surgical forceps, however the deployed stent was elongated to the common iliac artery. No patient complications were reported and the patient status is stable.